Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the omnipod dash controller/personal diabetes manager (pdm) overheated, fully powered off, and had to be restarted. Additionally, it was reported that the screen had some cracks. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.